Manufacturer narrative:
Model number / catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 20208980, model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients stimulation coverage had changed. The patient underwent an ipg and lead replacement procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively.